Event description:
It was reported that the patient experienced a hypoglycemic event after dinner while not using the ilet pump and encountered multiple dexcom g7 signal losses and pairing failures; the lowest reported glucose was 67 mg/dl and the patient self-treated with oral glucose including juice and sugary foods. Symptoms included hypoglycemia with dizziness and headache. Outcomes included unexpected medical intervention in the form of medication-equivalent treatment with oral glucose. Investigation included interviews and analysis of information provided by the patient and care team. Investigation of this case revealed no specific device component implicated and no findings available, with insufficient information to link a device malfunction despite reported cgm connectivity issues. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.